Manufacturer narrative:
E1 initial reporter phone: (B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a octaray mapping catheter and while performing post map, there was a dripping defect from intravenous tubing. However, no occlusion was noted. There were no leakages observed either. No error code occurred. No char attached on the catheter. When the octaray tip was checked, saline was not flowing due to occlusion of the irrigation hole. The medical team replaced the catheter and resolved the issue. After that, the procedure was completed with no delay. No patient consequences were noted.

Manufacturer narrative:
On 14-mar-2024, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 11-apr-2024, the product investigation was completed. It was reported that a patient underwent an atrial fibrillation ablation procedure with a octaray mapping catheter and while performing post map, there was a dripping defect from intravenous tubing. However, no occlusion was noted. There were no leakages observed either. No error code occurred. No char attached on the catheter. When the octaray tip was checked, saline was not flowing due to occlusion of the irrigation hole. The medical team replaced the catheter and resolved the issue. After that, the procedure was completed with no delay. No patient consequences were noted. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. Visual inspection and irrigation test of the returned device were performed following bwi procedures. Visual analysis of the returned sample revealed no damage or anomalies on the device. Irrigation testing was performed and no issues were observed. A manufacturing record evaluation was performed for the finished device (B)(6) number, and no internal action related to the complaint was found during the review. The irrigation issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).